Manufacturer narrative:
Correction: section d medical device catalog, unique identifier (UDI) , medical device serial, medical device model and device manufacture date this supplemental MDR has been filed as a correction since the device associated in this case was server and pyxis es it infrastructure, medstation es main was determined to be a concomitant device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server , the orders were not crossing over to the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server , the orders were not crossing over to the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the orders were not crossing over to the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the orders did not cross over because the inbound processors service did not process incoming messages. The service got stuck, as described in knowledge article ka 'messages stuck - maximum dequeue - scheduled task - observer tool'. A technical support specialist restarted the inbound processors service. Messages then processed normally. The monitoring fix tool from the same article 'messages stuck - maximum dequeue - scheduled task - observer tool' was applied. The server was monitored over the following weeks to ensure the tool functioned as expected, and the customer confirmed stability. The system functioned as intended after the technical support specialist troubleshot the device.